Manufacturer narrative:
Correction to e2 and g2 of the initial report; the reporter title and health care profession status was not made available and were inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported the device was not approved during sampling test as the unit was tested positive of enterococci (enterococcus). In addition, service repair noted worn during gluing and inspection needed for wear in the channels. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The subject device was sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). Sampling test results were the following: 14march2023- first culture test/sampling performed , the device air / water channel noted detection of enterococcus faecium (1 cfu/ml). The device distal end, instrument, biopsy/suction channel and auxiliary water channel tested negative , no detection . 17march2023- second culture test/sampling performed- all channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. The device was then returned to rrc (regional repair center) olympus hamburg for device evaluation. The device inspection and evaluation findings noted below: due to damage on channel tube ch-tube, water tightness is lost. The service repair suspected of "wear in the channels" could be confirmed. In addition, inspection found that due to a scratch on c-cover (distal end), insulation resistance value at distal end does not meet the standard value. Adhesive on a-rubber has a crack. Due to wear of angle wire, bending angle in down direction does not meet the standard value . Investigation is ongoing. This report will be supplemented accordingly following investigation.